Event description:
A customer contacted beckman coulter (bec) reporting 2 mls of blood and diluent leaked onto the counter from the manual probe while running controls on the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found the secondary probe leaking. The fse replaced the probe wash block that was worn out causing rinse to drip. The fse also replaced the blood sampling valve and blood sampling valve movement assembly due to improper alignment and validated the instrument. Failure mode is worn out probe wash block and improper alignment. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).